Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that there was a plunger head assembly alert. There was no reported patient involvement.

Manufacturer narrative:
One device was returned for analysis of plunger head assembly alert. Review of event history found check syringe plunger sensor and travel reverse error, confirming complaint. No repair history was found. Visual and functional testing was performed. Replaced the left and right clutch, worm gear, worm coupling, and motor to fix the travel reverse error. The main cause of customer¿s complaint was the defective left and right plunger cases. After installing and replacing the parts, the pump passed all the testing and is fully operational.